Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and discovered a faulty flowcell and vcs (volume, conductivity and scatter) analog card. The fse proceeded to replace the flowcell and vcs analog to resolve the issue and verified the repair as per established procedures. (B)(4).

Event description:
While at the customer's site to evaluate the coulter lh 750 hematology analyzer, a beckman coulter field service engineer (fse) discovered pulse noise on the radio-frequency (rf) channel for conductivity. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Additional information: the vcs (volume, conductivity, and scatter) analog card was returned to beckman coulter for evaluation. Evaluation of the card was performed and the analog card passed all testing procedures.